Event description:
Reported as "port broken."

Manufacturer narrative:
Medwatch sent to FDA on 17/oct/07. Visual examination of the returned device determined the access port tubing connector to be a taper I. Analysis of the device noted breakage of the port tubing located near the stainless steel connector (this is the portion of tubing located between the stainless steel connector and the port, not between the stainless steel connector and the band). The breakage of the port tubing may be wear related as there is no clear evidence of surgical damage. This breakage may have been the cause of the leakage. Performance tests indicate leakage from the port base, which does not appear to be related to the reported event and may have occurred during port removal and replacement or may have occurred during its return to allergan. The lab was unable to duplicate or confirm the reported event. There is no other information available from the surgeon, at this time, to determine the cause of the alleged event. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."